Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped wearing the aligners since october 2024, since the warning was issued. They have receding gums and having issues from the aligners and not seeing results. Asked patient if they have any aligners that fit and requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.